Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up, down, and ok buttons were unresponsive after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings: the keypad was found to be intact; no peeling or tearing was observed. The complaint of unresponsive keypad buttons was not duplicated during testing. All keypad buttons were functional. The keypad was removed and no evidence of contamination was found. Further testing was not able to be performed due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.